Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the product was returned and the reported issue confirmed. The root cause was deemed to be wear and tear. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary surgery was performed on (B)(6) 2020 via tha. During the surgery, the surgeon could not insert the broach into a broach handle when rasping. Because a starter broach and a broach (size 1) were inserted into the handle smoothly, the surgeon skipped to use the broach (size 0). After that, the surgeon rasped to size 7 broach as planned and implanted a stem. The surgery was completed successfully with 30 minutes delay. After the surgery, it was found out that the problem broach could not be inserted into the handle, and the connection of the broach had a burr which was seemed to be damaged by a calcar reamer. The calcar reamer might have scratched the broach and caused the burr. Broken fragment of the broach was not created and there was no piece in the body because the problem occurred before using the broach in the body. No further information is available.